Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1gfe3, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. On may 14, 2019 it was reported the patient had their lead replaced on (B)(6) 2019. Patient was having severe pain in her back this year. She thought it was her fault but it was not, it was the device. Patient services (ps) asked the reason for the lead replacement and patient was said she didn¿t know, the hcp (healthcare professional) told her to replace it because the machine was malfunctioning. Patient further explained that the machine was taking down her programmer batteries faster/more quickly but it was clarified that the batteries had nothing to do with it. Patient services attempted to ask more questions but the patient was agitated and said to ask the manufacturer¿s rep because she reported it to her. Additional information was received from the manufacturer's representative (rep) on may 30, 2019: the rep was asked to cover the revision case around (B)(6). The patient had mentioned back pain to the rep in (B)(6) 2019 during an impedance check, however the back pain was not discussed as related to the device. Impedance check indicated greater than 4000 lead readings and the healthcare professional (hcp) determined the necessity for revision. The lead will not be returned for analysis, and weight was unknown as the hcp had not responded to the rep's inquiry. No further complications were reported or are anticipated.